Event description:
During preparation of the balloon catheter for angioplasty to a superficial femoral artery lesion, leakage of the balloon during negative prep of the device was observed. Consequently, this balloon catheter was not clinically used to treat the pt. Another balloon catheter was selected for use. Further information indicated that the package was received with no anomalies and preparation was completed according to the instructions for use. However, pt-specific information was not provided.

Manufacturer narrative:
The product is available for evaluation and testing; however, the engineer evaluation has not been completed as of to date. Additional information will be submitted within 30 days upon receipt.